Event description:
A report was received that patient's ipg had stopped working after the patient was hit by a door at the ipg site. The physician elected to replace the ipg and the patient is reportedly doing well following the revision.

Event description:
A report was received that patient's ipg had stopped working after the patient was hit by a door at the ipg site. The physician elected to replace the ipg and the patient is reportedly doing well following the revision.

Manufacturer narrative:
The returned ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Upon receiving, the device was depleted, and it was fully charged in two cycles. The device passed all the required functional tests, and it exhibited normal device characteristics.